Manufacturer narrative:
The complaint was confirmed; the single cta image (transverse view) returned showed that the limb on the posterior side appeared to be compressed and partially occluded. The exact cause of the limb compression and partial occlusion cannot be conclusively determined from the single cta image returned. Pre-implant anatomy information, films at implant, and additional films done that showed the compression of the limb were not returned for review and comparison. The complete anatomy information or a complete stent graft in-vivo configuration cannot be assessed. The cta image returned did not reveal any obvious characteristics that could have explain the cause of the reported events. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient endovascular treatment of an abdominal aortic aneurysm. It was reported that the CT demonstrated that the left side endurant iliac limb is compressed just below the flow divider. No intervention was planned. Per the physician, the cause of the event was unknown. No clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.